Event description:
Customer reported "biopsy channel leak " . The issue was found during reprocessing. There was no patient involvement in this reported event. Device inspection found the device displayed a no image with error b30.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation noted the reported customer issue was confirmed. The instrument channel and forceps passage were noted to be leaking. The insertion tube was noted to have deep dents , and dents were also found on the distal end plastic c cover. Additionally, evaluation found fluid invasion was observed in the scope connector. As stated in section b5, device displayed no image and error b30 (communication error) was noted. Based on investigation results, probable cause based on reasonably known information based on device evaluation was due to physical stress and deformation , component failure. The image issue, communication error was noted to be due to damage component failure , probable cause due to fluid invasion and attributed to electronic component failure. Olympus will continue to monitor field performance for this device.